Event description:
Breast pump kit had colostrum/condensation backing up into tube. The yellow valve was checked, and it was not fitting tightly to flange piece, leading to a loss of suction and back flow. Manufacturer response for breast pump, breast pump universal (per site reporter). In servicing has been set up. Vendor indicated the cleaning process may require some updated training for staff.

Event description:
Breast pump kit had colostrum/condensation backing up into tube. The yellow valve was checked, and it was not fitting tightly to flange piece, leading to a loss of suction and back flow. Manufacturer response for breast pump, breast pump universal (per site reporter). In servicing has been set up. Vendor indicated the cleaning process may require some updated training for staff.